Event description:
The customer reported to olympus the high flow insufflation unit buzzer rang when the post-surgery abdominal position stop button was pressed. The device was restarted and then functioned as expected. The procedure was completed successfully with the same device. There was no delay, patient injury, nor medical intervention associated with this event.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the issue was reproduced due to a faulty printed circuit board. Additionally, the evaluation found faulty lighting due to front panel led failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to faulty board. Olympus will continue to monitor field performance for this device.